Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the thumb advancer became stuck during advancement. The sheath stretched and did not split completely. The clip remained in the sheath. The device was safely removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. Reportedly, no femoral angiogram or other imaging was taken to verify the puncture site. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer, failure to split the sheath and stretched sheath were confirmed based on the returned device condition. It should be noted that the starclose instructions for use (IFU), states; to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to deploy the thumb advancer/split the sheath and stretched sheath was concluded to be related to a potential product quality issue. The subsequent treatment appears to be related to circumstances of the procedure. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.